Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection and pocket erosion. During the procedure, the physician was unable to loosen the setscrews for the is-1 portion of the right ventricular (rv) defibrillation lead and right atrial (ra) lead ports. The physician tried using two different boston scientific wrenches without success. The physician eventually had to use a drill to remove the leads. No additional adverse patient effects were reported. The leads were capped and remain in the patient. The patient will be in a life vest until it can be decided if a new system is to be implanted. The device is not expected to be returned.